Event description:
On (B)(6), 2005, the pt underwent treatment for a penetrating ulcus at the origin of the arch of the thoracic aorta. The pt was implanted with a gore excluder thoracic endoprosthesis. The physician chose to cover the left subclavian artery. On (B)(6), 2010, the pt was treated emergently for a ruptured thoracic aortic aneurysm, motivated by a type iii endoleak. The gore excluder thoracic endoprosthesis was relined with a medtronic valiant device. This resolved the endoleak.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleaks. Additionally, the gore tag thoracic endoprosthesis instructions for use, states the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta. The gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery with a required minimum 20 mm healthy proximal and distal neck lengths. The safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following pt populations: penetrating ulcers.